Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. Date of event is estimated.  The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient's ipg incision site opened back up causing discomfort; therefore the ipg site was revised on (B)(6) 2020 to close the incision back. Therapy was restored.

Event description:
Additional information indicates the discomfort is better as the patient has healed